Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from multiple patient samples collected from the same patient, when tested on a vitros 5600 integrated system. The most likely assignable cause for the higher than expected vitros tsh results for patient 1 is the presence of a heterophilic sample interferent present in the patient samples tested. Based on historical quality control results, a vitros tsh lot 5550 performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events.

Event description:
The customer observed higher than expected vitros tsh results for a single patient sample using two different vitros tsh reagent lots processed on a vitros 5600 integrated system, when compared to the results obtained using a non-vitros method. Patient 1 results of 15.5, 12.8, 13.8 and 11.1 miu/l (hypothyroid) vs. The expected results of 0.04 and 0.05 miu/l (hyperhyroid) biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tsh results of 15.5, 12.8 and 13.8 miu/l were reported from the laboratory. From the information provided by the customer, it is assumed the patient was diagnosed with hypothyroidism during pregnancy and prescribed 112 mcg of levothyroxine. Once it was recognized the vitros tsh results were falsely elevated, the physician change the patients treatment, but the details of this change were not provided when requested. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).